Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the onyx was implanted at the intended location during the procedure. It was confirmed that there was no malfunction with the onyx and no issue occurred during the embolization procedure.

Event description:
Additional information received reported the supplemental info: onyx volume used: 1 dmso lot number: unk dmso volume used: .5

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the patient underwent a middle meningeal artery onyx embolization procedure to treat chronic subdural hematoma on (B)(6) 2021. There was no reported device malfunction or intra-operative issue. Post-operative CT showed interval development of large volume frontotemporal pneumocephalus with mass effect and tenting of both frontal and temporal poles and partial effacement of sulci and lateral ventricular anterior horns and the patient was place on a non-rebreather mask. On (B)(6) 2021, throughout the morning, the patient became increasingly tachycardic with heart rate (hr) in the 1 40's. The patient initially responded to 500 ml ns bolus and maintenance fluids at 75 ml/hr. Led demonstrated bilateral acute soleal sinus deep vein thromboses (dvts). Chest CT was negative for pulmonary embolism (pe) but new extensive left lobe consolidations were observed. The patient was also noted to have acute kidney injury (aki) on chronic kidney disease (ckd) stage 3 which was worsening due to sepsis. The patient received a total of 4.5 liters of fluid overnight. And was ultimately intubated and received etomidate 20mg. Broad spectrum antibiotics were started for presumed septic shock. Placed on multiple pressors to maintain map >65. Sodium bicarb was also administered to address profound acidosis. The patient was sedated with medication. Right ij central line and right axillary arterial line were placed. Over the course of the past 24 hours patient developed severe septic shock secondary to large aspiration pneumonia. The patient continued to clinically decline despite maximum medical management. The patient was pronounced deceased on (B)(6) 2020 at 0910. The cause of death was aspiration pneumonia/septic shock and determined to be unrelated to the onyx or the procedure. However, study sponsor determined the events of bilateral sinus dvt, aki on ckd stage 3 were possibly related to the procedure.